Event description:
The patient contacted animas on (B)(6) 2013 reporting that all of the buttons were sticking and the symbols were worn. The patient noticed the keypad issue one year ago. The patient denied water exposure. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no adverse event associated with this complaint. This report is being made due to the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responding appropriately. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.